Event description:
During pre-installation, a faulty bobbin locking assembly was identified.

Manufacturer narrative:
The pawl, ratchet and spring assembly was replaced and the device was confirmed to operate as expected. This event was originally reported in a summary report 3006073153-2025-00060, which was submitted in relation to the affected devices from the voluntary recalled performed by spectrum medical ltd (recall number z-0224-2025). FDA has since requested that each event for the devices related to the voluntary recall be individually submitted, resulting in the creation and submission of this report.